Event description:
It was reported that there was a malfunction resulting in loss of auxiliary oxygen during a case. There was no patient injury.

Manufacturer narrative:
The end user retightened the flow control knob which resolve the issue. Block a: customer contact reports no patient information available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison- 3030 ohmeda dr, USA madison, wi 53718. H3 other text: the end user retightened the flow control knob which resolve the issue. Block a: customer contact reports no patient information available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison- 3030 ohmeda dr, USA madison, wi 53718.